Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the return paperwork indicated the pump had an empty reservoir for three weeks and the pump was replaced. There was no patient injury and the patient recovered without sequela. A dye study was performed and it was unknown if a rotor study was also performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient needed to find a new doctor to refill their pump. It was noted that the pump was alarming and the sound was reviewed to be consistent with pump alarms. The patient's father had spoken to the healthcare provider's (hcp) office on (B)(6) 2017 and was told to call them back on (B)(6) 2017. The patient was then scheduled for a pump refill on (B)(6) 2017. However, they got there and the doctor told them they would no longer fill or work with the patient's pump. It was noted that a refill was missed. No symptoms were reported and the patient was being supplemented with 250 mg oral baclofen. The event date was noted to be (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was specified that the patient's pump medication was gablofen (2000mcg/ml at 100mcg/day). It was reported that the patient's pump was dry. The pump was refilled by another hcp and the patient's withdrawal symptoms were managed. No surgical intervention was planned or scheduled, and the issue was considered resolved. The patient's status was alive - no injury. It was unknown if any environmental, external, or patient factors led to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). It was stated that the pump had run dry and had been dry for about three weeks. It was noted that the patient was on oral baclofen at that time. The pump was then refilled, however nothing was done to check the pump functionality when it was refilled. The pump was noted to be refilled on (B)(6) 2017. It was noted that prior to the pump running dry, the patient's dose was 400 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.